Event description:
The customer reported that the device jaws could not be re-opened during a cystoprostatectomy while on tissue. The customer did not provide info as to how the device was removed from the tissue. The surgeon used manual suturing to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional info pertinent to the incident is obtained, a f/u report will be submitted.